Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Section a is unknown. E initial reporter is unknown.

Event description:
It was reported that after setting the impella device to pump performance level 0 for routine explantation, the white cable was removed from the automated impella controller (aic). The power button was then pressed for 2¿3 seconds. Immediately, a high continuous signal tone was emitted with flashing green lights, and it was not possible to shut down the aic. The perfusionist was advised to press and hold the power button for a longer duration, which successfully powered down the aic. The aic was subsequently restarted, and the system booted up, displaying the message: ¿unexpected controller shutdown.¿ no further information is available.